Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the routine inspection of a loaner set on an unknown date, it was observed that the depth gauge for multiloc humeral nailing system was missing a piece. There was no patient or hospital involvement. This report is for a depth gauge for multiloc humeral nailing system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.019.017; lot: 8993446; manufacturing site: hägendorf; release to warehouse date: september 26, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: depth gauge for multiloc humeral nailing system was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the returned device (sleeve) is a sub component of the depth gauge. The depth gauge is missing a scala with hook for the multiloc humeral nailing system. The rest of the device shows some scratches caused due to regular use which has no impact on the functionality of the device. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed. Depth gauge expert/ asls. Dimensional inspection: no dimensional inspection can be performed due to missing component on the device. Investigation conclusion: the complaint condition is confirmed as depth gauge for multiloc humeral nailing system is missing a sub component (scala with hook). There is no indication that a design or manufacturing issue has caused the deformation and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.